Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin delivery set became disconnected during sleep, with the cartridge off and tubing twisted, leading to rising blood glucose; the user performed a full supply change with guidance, after which insulin delivery resumed and glucose began to fall. Symptoms included hyperglycemia. Outcomes included resolution with user-led troubleshooting and education. Investigation included remote troubleshooting and reinforcement of supply change procedures. Investigation of this case revealed a probable infusion set or connection issue resulting in interrupted insulin delivery, which was corrected by replacing the supplies and re-establishing proper connections. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.